Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. While in a nursing home on (B)(6) 2024, the patient's dexcom receiver alerted that the patient's blood sugar was low (no specific value reported). The patient's stated a nursing home staff took the patient's bg with a meter and it was 27 mg/dl. During this time, the patient was feeling sleepy and dizzy. The nursing home staff provided the patient orange juice. Another finger stick was taken after treatment but the value could not be remembered. The nursing home staff called an ambulance and the patient was taken to the emergency room. The patient was treated with IV fluids and discharged after 4-6 hours. After treatment, the patient felt better. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.